Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The tr band was placed and the tech reported placing the band on the wrist and inflating air into the balloon. The band immediately deflated and lost all air resulting in bleeding from the site. A second tr band was placed with no issues with deflation. The patient was discharged as normal with no issues. The procedure being performed was a left heart catheterization. The blood loss was less than 250cc. There was no known pre-procedural condition, current medications, or relevant medical history. Additional information was received on 15aug2025: 15 ml's of air was injected into the tr band when it was applied. There was no noticeable damage to the device. The device was not manipulated before use in any way, pre-use or during storage. The device was stored in the box on the shelf in the lab.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section d4: expiration date and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).